Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, will not be returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle during deployment. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the needle fired but didn't advance t2, leaving it floating in the joint space not deployed. It is unknown if a delay happened and if a backup device was available to complete the procedure. No patient injuries were reported.